Manufacturer narrative:
The agent reported revision surgery due patient is infected one month post op complaint has been evaluated and is similar to report number 1644408-2023-00337; 342-14-711, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to patient had his knee done 5 weeks ago, he is grossly infected.